Manufacturer narrative:
(B)(4).

Event description:
During implantation surgery the surgeon was unable to insert the liner tightly and resorted to using a backup device, with an extension to surgery time of 40 minutes.